Event description:
The pt was implanted with a left ventricular assist device. The vad coord reported that the pt expired.

Manufacturer narrative:
The device was disposed by the hosp. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.